Event description:
Information received from a nursecomm call indicates that the pump is running slow. It was set at 70 ml/hr for 750 ml. The infusion started at 21:00 pm and still running at 9:00 am, 12 hours later.

Manufacturer narrative:
Device was not returned. Attempts made to obtain more detail information about the complaint event including pump serial number with no response. Therefore, a DHR could not be performed.